Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had failed platens. This was reported to bd representatives during their site visit. There was no information on patient involvement.

Event description:
It was reported that the device had failed platens. This was reported to bd representatives during their site visit. There was no information on patient involvement.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field. Additional information : device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, g, b, c codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the device had failed platens. This was reported to bd representatives during their site visit. There was no information on patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Investigation summary: the reported complaint that the device had a failed platen was confirmed during inspection. The top platen button was observed to be broken. The platen was observed with a date code 0816 (august 2016) making it 8 years old. Preventive maintenance observed the suspect pump module failing instrument inspection due to the broken platen and rate accuracy slightly out of specification with an actual error of -3.4167%. Replacement of the broken platen with a known good dchu platen passed rate accuracy testing with an actual error of -2.1667%, which is within the acceptable error of +/-3.400%. A log analysis was deemed not necessary as the reported complaint was related to a mechanical issue and there was no patient involvement. Bd alaris system with guardrails user manual v12.3.1 states the following regarding instrument inspection to ensure that the bd alaris¿ system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces, moving parts on the devices, power cords, and tamper evident labels. If you observe damage of any kind to the device or tamper evident labels, or find the device does not function as expected, return it to biomedical engineering for repair. According to bd technical service manual, the bd alaris system has been tested for a seven (7) year serviceable life. Some components experience wear and are expected to need periodic attention and replacement within that serviceable life. There was no information on patient involvement. Root cause: the probable cause of the report that the device had a failed platen is being attributed to broken top platen button. The broken platen button was likely caused by an unknown physical impact scenario. Laboratory testing observed the suspect pump module failing instrument inspection and rate accuracy slightly out of specification.